Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 70mmh2o. The valve was hydrated for about 26 hours. The valve was visually inspected: no defects were noted. The valve was flushed. The valve passed the test no occlusion was noted. The valve was leak tested, no leaks were noted. Review of the history device records confirmed the valve product code 82-3832, with lot crjbm2 conformed to the specifications when released to stock in 5th september 2014. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
During prefilling procedure it was noted reservoir leaked. Changed the new one to complete. There was no adverse event or extended surgery occurred.